Event description:
Customer reported, non-conformity of x-ray beam size. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator. System operates as intended.